Manufacturer narrative:
The reported defective device was disposed of by the end user and therefore not available for eval. Investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a f/u medwatch. (B)(4).

Event description:
As reported by the end user on (B)(6) 2010 the plastic sleeve around the tunneler shattered. There was no harm to the pt and no further medical intervention was required. The procedure was successfully completed with this device.